Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00021. We will be retaining the old case(B)(4) MFR number- 3002806821-2022-00021 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
The "lower uterine segment seemed like it wasn't draining." [Device ineffective], 125 cubic centimeter (cc) were inserted into the cervical seal [wrong technique in device usage process]. Case narrative: this spontaneous report originating from united states was received from a physician via customer account specialist referring to a non-pregnant female patient of unknown age. The patient's historical conditions included pregnancy and vaginal delivery and her concurrent conditions included uterine atony. Her concomitant medications, and drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was started on vacuum-induced hemorrhage control system (jada system) via vaginal route (lot# and expiration date were not reported) for post-partum bleeding caused by uterine atony, and she had a dilation and curettage (d&c) and the lower uterine segment seemed like it was not draining (device ineffective) also reported as vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The reporter stated that 125 cubic centimeter (cc) were inserted into the cervical seal (wrong technique in device usage process). An ultrasound was performed, and it showed that the lower uterine segment was bleeding badly. The vacuum-induced hemorrhage control system (jada system) was pulled, and a bakri balloon was put in. It was also reported that the vacuum-induced hemorrhage control system (jada system) came with a blue seal valve with green carton. It was reported that the patient did not die and sought medical attention. No other adverse event (ae) and product quality complaint (pqc) were reported. No additional information was provided. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review, the event of "device ineffective" was determined to be serious as it required intervention. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00021. We will be retaining the old case (B)(4) MFR number- 3002806821-2022-00021 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).